Event description:
It was reported, the device was observed to be in back up mode. Technical support was contacted and reprogramming was performed to resolve the event. There were no patient consequences.